Event description:
In 2006, nellcor puritan bennett received a report where it was claimed that a 5.5pdc tracheostomy tube broke at the flange while in use on a pt. The caller reported that the previous day at approx 6:00pm the respiratory therapist responded to alarm from the pt's ventilator. Upon inspection of the tracheal site, the flange of the tube had separated from the cannula. The cannula remained in the trachea of the pt. The caller reported that the cannula was successfully removed with a pair of forceps. The caller reported that the tube was replaced with one of the same model.